Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year to greater than 125 ohms. There was some fine noise a few years ago that was not being oversensed, however thought to be due to emi as it has not presented again. The patient has epicardial patches that were not thought to be contributing to the rise in impedances. It was recommended to consider commanded shock testing or increase the alert value to 150 ohms.. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis in two segments. Visual inspection revealed conductor coils were deformed and insulation bunched that were both consistent with explant induced damage. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests were within normal limits. An x-ray was performed with no anomaly. Visual inspection also showed a layer of calcification was built up on the lead tip/helix. Analysis determined that these calcium deposits likely contributed to the observations of high out of range pacing impedances seen in the field. 3191 code was used to denote surgical intervention.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Follow up report 3 (correction): this report is being submitted to update section b5, d7, e1 and h6 codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis in two segments. Visual inspection revealed conductor coils were deformed and insulation bunched that were both consistent with explant induced damage. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests were within normal limits. An x-ray was performed with no anomaly. Visual inspection also showed a layer of calcification was built up on the lead tip/helix. Analysis determined that these calcium deposits likely contributed to the observations of high out of range pacing impedances seen in the field. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. Noise was also observed. A defibrillation threshold (dft) test was performed, and it was unsuccessful. Subsequently, this rv lead was explanted and successfully replaced. This rv lead was returned to boston scientific for further analysis.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information was received that defibrillation threshold (dft) test testing was performed to check the system integrity due to the gradual rise in high out of range shock impedances over the past year greater than 125 ohms. The rhythm was induced, however the 17j shock was unsuccessful and triggered code 1005 for open circuit due to values greater than 145 ohms. Technical services recommended to revise the system. Subsequently, the system was explanted and replaced. No adverse patient effects were reported.